Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. An atlantis imaging catheter was advanced but could not cross the lesion. The lesion was then pre-dilated with a 2.5x15mm non-bsc balloon inflated to 14 atms several times and a vessel dissection occurred. Next the physician advanced a 3.0x24mm promus element stent, but was unable to cross the lesion. While attempting to remove the 3.0x24mm promus element stent, the stent stuck in the calcification and dislodged, but was successfully snared from the patient. The physician then implanted two overlapping promus element stents, a 2.75x24mm stent inflated to 16 atms three times in the distal portion of the lesion and a 3.0x20mm stent deployed at 14 atms in the proximal portion of the lesion. The same atlantis imaging catheter was then used for post intravascular ultrasound to successfully complete to procedure. No further complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. An atlantis imaging catheter was advanced but could not cross the lesion. The lesion was then pre-dilated with a 2.5x15mm non-bsc balloon inflated to 14 atms several times and a vessel dissection occurred. Next the physician advanced a 3.0x24mm promus element stent, but was unable to cross the lesion. While attempting to remove the 3.0x24mm promus element stent, the stent stuck in the calcification and dislodged, but was successfully snared from the patient. The physician then implanted two overlapping promus element stents, a 2.75x24mm stent inflated to 16 atms three times in the distal portion of the lesion and a 3.0x20mm stent deployed at 14 atms in the proximal portion of the lesion. The same atlantis imaging catheter was then used for post intravascular ultrasound to successfully complete to procedure. No further complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the stent was returned to the complaint investigation site dislodged from the stent delivery system (sds) and attached to a snare device. The stent was damaged along its entire length. The stent measured approximately 27mm in length. The sds was not returned. Material was identified attached to the stent. This appears to be stenosis from the vessel, possibly caught when the stent was being retrieved. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).